Event description:
During a tavr procedure using a 29mm sapien 3 ultra resilia valve, strong resistance was felt during esheath insertion, especially around the partially expandable area of the esheath+. When the commander delivery system was inserted into the esheath+, the delivery system was not able to advance. After pushing with more force, the delivery system was able to advance, but the stent of the thv valve appeared to bend outward and protrude from the esheath+ on fluoroscopy, so the delivery system and esheath+ were removed together. As angiography showed a rupture of the external iliac artery (eia). A balloon was used to stop the bleeding and a covered stent was placed. Since hemostasis was confirmed by angiography, a new esheath+ and delivery system were used, and the procedure was completed without any problems. The physician and ew clinical specialist believe that eia rupture was caused by the valve stent protruding from the esheath+. The patient had received blood transfusions before the eia rupture, but blood transfusion was performed by pumping after the eia rupture. Photos are available. The esheath+ was prepared as instructed in the training manual.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16001. The device was returned and preliminary investigation of the returned device found that the sheath liner was fully torn along the entire length of the shaft, there were multiple liner strands present along the liner tear. The first liner strand had a portion of the sheath shaft still attached and appeared have been cut with a tool, the second liner strand is located 5.5 inches from the distal tip, the third liner strand is located 9 inches from the distal tip, additional liner tears present at the same location as the third liner strand. The investigation is ongoing.

Manufacturer narrative:
The 14 fr esheath plus was returned for examination and confirmed the reported events. Dimensional testing for the liner measurements was found to be within specifications. Imagery was provided and the following was observed: liner is torn around a quarter way through the sheath with the rest of the liner unexpanded, and the crimped valve is exposed through the liner with a bent strut. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed other complaints relating to the complaint code. No manufacturing non-conformances that would have contributed to the complaint event were identified. The following instructions for use (IFU) were reviewed: esheath plus and IFU japan s3ur, device preparation manual and device procedural manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with the delivery system and valve frame damage as a result of increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, "there was mild tortuosity in the access vessel". Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, "the access vessel calcification was moderate". The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles. This can lead to the crimped valve catching onto the sheath hdpe and liner then lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or non-conformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to this event. In addition, an assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while patient factors (calcification, tortuosity) and/or procedural factors (bent strut/valve caught on the sheath, valve caught on liner, excessive manipulation) may have contributed to the reported event. The reported events of difficulty introducing sheath and sheath damage were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "when the commander delivery system was inserted into the esheath+, resistance was strong at the partially expandable area of the esheath+ and the delivery system was not able to advance. After pushing with more force, the delivery system was able to advance, but the stent of the thv valve appeared to bend outward and protrude from the esheath+ on fluoroscopy, so the delivery system and esheath+ were removed together)". Additionally, it was reported that the patient's access vessel calcification was moderate and there was mild tortuosity in the access vessel. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can create constrained and restricted access for the sheath, leading to resistance during sheath insertion. Additionally, calcification and tortuosity can lead to sub-optimal angles for insertion further contributing to the resistance. Per the complaint description, "after the sheath and delivery system were removed from the patient body, doctors moved the delivery system back and forth to see how the torn in the sheath occurred, so there is a possibility that the cut (torn) was wider." Looking at the imaging evaluation the sheath was not fully expanded, and the damage was limited to the proximal portion of the shaft. However, in the product evaluation, the whole liner is torn with jagged hdpe cuts. It is unlikely that this damage occurred during the procedure as the valve had not been advanced through the sheath. It is likely that this damage occurred during back table manipulation after removal from the sheath. Due to insufficient information provided regarding sheath damage, a conclusive root cause is unable to be determined at this time. For the reported event of difficulty introducing the sheath, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous risk assessment was initiated to capture these types of events.